Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. The customer reported feeling dizzy and symptoms of low blood glucose, however there was no medical intervention required. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.